Event description:
It was reported that glucose readings temporarily did not display on the ilet and then resumed showing hypoglycemia, with reported values declining to 55 mg/dl and then 42 mg/dl; the agent advised oral carbohydrate intake and confirmed zero insulin on board, and the user¿s reported glucose increased sequentially to 63, 69, and 70 mg/dl after cereal consumption. Symptoms included hypoglycemia. Outcomes included recovery following oral carbohydrate treatment without hospitalization. Investigation included troubleshooting and user education, collection of a blood glucose questionnaire, and verification of algorithm status. Investigation of this case revealed no device alarms requiring intervention and no insulin delivery at the time of the event, with the cause of the hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.